Manufacturer narrative:
The insulin pump passed the displacement test. However, the unit alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the unexpected restart error, compromised force sensor system, excessive no delivery, and occlusion tests along with a test for the motor error alarm due to the compromised force sensor system alarm. The unit was received with normal operating currents. The device passed the self test and off no power test. The motor was tested outside of the device and passed. The unit was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer received compromised force sensor system alarms and motor error alarms three times in a row today. The patient's blood glucose at the time of incident is unknown. The alarms occurred while the customer was changing out his infusion set. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.